Event description:
It was initially reported the pt was unable to adjust the stimulation on their neurostimulator. An error code appeared on the programmer. The device had been implanted in 2007. The pt had last been programmed fifteen days later. The pt was receiving stimulation that weekend. The battery ran low and the pt re-charged. Immediately after charging the pt noticed an error code on the programmer. The ins no longer had any programs. The ins was reprogrammed. The device is subcataneous for peripheral nerve stimulation. All electrodes are active. Amplitudes run between 9-10 volts during stimulation. Approximately one week later the pt reported feeling no stimulation with the device on or off. When programming, the settings vanish and the device reverts to no settings. It was also reported the device was charged to 75% at night and when the pt awoke the next morning the device was in a discharged state. The pt reported feeling a shocking sensation. Impedance measurements were normal. An x-ray revealed no obvious device abnormality. Reprogramming attempts were unsuccessful and the pt still felt no stimulation. Surgery was scheduled for 2008. The plan was to replaced the ins which was thought to be deflective and test the leads intra-operatively and replace those if needed. During the procedure, the pt felt no stimulation on any of the three leads while testing intra-operatively. Electrode impedances pre-op and intra-op were normal. Each lead was tested individually and as a group. At maximum amplitude the pt did not feel stimulation. Pressure was placed on the patient's back to see if it would aid in feeling stimulation. The pt felt nothing. The entire system was removed. The removed leads did not show any visible defects. The hcp felt fibrotic tissue may have been preventing the pt from feeling stimulation. The pt underwent placement of a new system.

Manufacturer narrative:
Ins and leads were returned to the manufacturer for analysis which is not complete as of the date of this report. A follow up report will be submitted when device analysis is complete.